Event description:
It was reported the blade was used during a laparoscopic gastric bypass. The blade stopped working and broke during the case. Another blade was used to complete the case. No pt consequence.